Manufacturer narrative:
Initial.

Event description:
It was reported that after the patient powered the ilet back on following a period of disconnection, the system experienced a delayed signal loss to the ilet only while using a dexcom g7 continuous glucose monitor (cgm); support confirmed correct pairing mode and code and guided the patient through restarting the ilet, toggling sensor type, restarting the sensor, and advising on pairing time, consistent with an intermittent communication failure involving the antenna and related electrical or magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem identified between connected components with intermittent communication failure traced to the antenna and electrical or magnetic elements. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.